Event description:
Customer's mother reported the customer's insulin pump has been alarming no delivery for five days. Customer has had high blood glucose levels that were treated with manual injections. Customer's blood glucose level at the time of the call was 75 mg/dl. Troubleshooting was performed. Customer was advised to disconnect at the quick release. A fixed prime was conducted and insulin did exit. Customer was advised that their might be a possible site or infusion set occlusion, due to a possible bent cannula. Customer's mother declined to change the infusion set since it was just inserted. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.